Manufacturer narrative:
The reported device was not returned for evaluation. No patient medical records were provided. The results of the investigation indicate that the exact root cause of this event cannot be determined with the information provided. According to IFU, it is advised not to use another manufacturer's devices with stryker products. It also stated that dislocation of the hip prosthesis can occur due to inappropriate patient activity, trauma or other biomechanical consideration. Therefore, it is most likely this event was not device related, but rather user or clinical factor related. A review of the device history records for the reported lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies related to this event. The product experience reporting database shows that there have been no additional reported events from the reported lot code.

Event description:
It was reported that, "the patient had a tha by using the constrained acetabular insert and depuy's stem and head on (B)(6) 2011. The inner uh-1 bipolar cup dislocated from the insert on (B)(6)."